Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated that she had been sent to the hospital multiple times because of inaccuracies. The most recent example was that on (B)(6) 2022, her cgm was reading 250 mg/dl but her bg meter said high. She stated that she went to the emergency room (ER) and was admitted to the intensive care unit (ICU). No specific symptoms were provided. She was treated with morphine for pain, IV antibiotics, and IV benadryl. She was then able to monitor her condition at home. She stated that she cannot remember any additional details. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.